Event description:
Sculptra was injected under both of my eyes while I was having another surgical procedure. I awoke to discover sculptra had been injected and surgery was performed on both of my eyes. I had expected only my right eye to have had surgery. I was discharged without any instruction to massage the sculptra area. I had been told sculptra was an inert biocompatable long lasting filler that would be used on the right side. Seventeen years earlier I had an orbital blowout fracture and had a gortex cheek inplant in place. I was told sculptra is the same stuff as is absorbable sutures, and it would slowly be absorbed by my body and hide the slightly visible edge of the cheek implant. I was given no warning s of adverse events possible. I experienced pain and swelling and 10 days after surgery was told, oh I forgot to tell you to massage. Well with all of that surgery I thought it best to leave it alone. But now massage the area. Some of the most obvious problems were removed by that doctor one month after surgery as sculptra was in the dermis of the right side. Three months after surgery I was in crisis. I had developed several large painful inflamatous granulomas under both eyes. I was on and off prednisone for over a year. The problem did not improve. A different board certified plastic surgeon removed -debulked- the right side that was the most unsightly. A CT scan shows that stuff, unnamed, is pressing on my globe and rectus muscles. I am now out on disability. Certainly the first surgeon made serous mistakes. The problem continues. I have not been able to find out how long these microspheres remain as by body continues to react to them. This has been a horror. The right lower lid is now contracted and locked down in a pulled down disfigured position. Dates of use: 2008. Event abated after use stopped: no.

Event description:
I had reported adverse events related to sculptra injected into my face in 2008. The physician, who injected the product, relocated and was not able to assist me with these very bad complications and his former partners would not see me. I was able to get medical assistance from another doctor. He had me on and off prednisolone until a CT scan revealed granulomatous inflammatory tissue caused by the sculptra was pressing on or causing other things to be pressing on my eye ball muscles and nerves. In 2009, dr did a debulking surgery. Shortly thereafter, my face exploded and I was sent to an infectious disease physician to diagnose a chronic (has been going on a while) osteomyelitis with a nuclear bone scan. This is constant with the extreme pain I had been experiencing since 2008. The infectious disease dr directed ophthalmic plastic surgeon how to best remove hardware from a 1992 injury and treat the infection. I was hospitalized for a week and developed a fever of over 103. There was muscle necrosis that had to be dissected and infection removed. I went from in 2008 wanting my droopy right lid repaired from a 1992 injury to this. I now look like a small animal took a bite out of my face. Dr is planning to perform 2 add'l surgeries over the next year. Thanks sculptra. Thanks dr. The only warning I was given was none. He said, "I can put a little sculptra in there and hide the edge of that cheek implant". I inquired what is sculptra and he said it is the same stuff as is used in absorbable sutures only in liquid form and it is slowly absorbed by the body. I am picturing a little puddle of liquid sutures. I don't know what it was placed under my one remaining non damaged eye as that was never discussed. He also did surgery to my left eye and that was never discussed. The sculptra under my left eye is lumpy and ugly. My right eye is painful and disfigured. This implant cannot be surgically removed. The company will not tell me how long the product will be in my body. The cosmetic effect lasts about 2 years, the product persists long after. I think there is something else in it because, poly 1 lactic acid does not cause collagen production, so there is more to this then they are letting on.